Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265381 presented no issues during the manufacturing process that could be related to the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the angioguard rx/5mm180cm embolic capture guidewire (ecgw) could not pass through the ¿fast intersection¿. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. Product evaluation revealed the deployment delivery sheath was separated.

Manufacturer narrative:
An angioguard rx 5mm180cm embolic capture guidewire (ecgw) could not pass through the ¿fast intersection¿. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Product evaluation revealed the deployment delivery sheath was separated. There was no reported patient injury. The device was returned for analysis. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic. Device was unpacked to perform the visual evaluation. The returned components are the deployment sheath, the ecgw system, the capture sheath, and the filter introducer. The rest of the components were not returned for analysis. The deployment sheath is separated in three pieces. No other outstanding details were observed on the returned part. Functional analysis was performed. The returned guidewire was inserted, and the capture sheath was advanced over the ecgw system. No anomalies were observed during the functional test. Microscopic (sem) results showed that the rx/5mm basket diameter/180cm catheter complaint unit delivery sheath surface presented evidence of a separation condition where material elongation and striation patterns were observed across and close to the separation borders of the 2 separated sections analyzed in the device¿s delivery sheath, this type of damage is commonly caused during the exposure of an excessive tensile force that may cause these types of mechanical damages. It is very likely that the related factors to an excessive force applied such as vessel characteristics and or the user¿s interaction with the device during use may have led to the damaged condition found on the received device. No other anomalies were observed during the microscopic (sem) analysis. A product history record (phr) review of lot 17980245 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture sheath-obstructed¿ was not confirmed, during the insertion/withdrawn of the guidewire functionally test no anomalies were observed. However, the malfunction code ¿deployment (delivery) sheath- separated¿ can be confirmed due to the deployment sheath present a separated condition. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ the product history review does not suggest the reported events could be manufacturing related however, the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.